Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2020. Unspecified position: escherichia coli (10cfu/0.1ml). Second time; (B)(6) 2020. Unspecified position: stenotrophomonas maltophila (1-9cfu/0.1ml), gram positive cocci (1-9cfu/0.1ml). Third time; (B)(6) 2020. Unspecified position: enterococcus faecalis(1-9cfu/0.1ml) air/water valve: enterococcus faecalis (10cfu/0.1ml), stenotrophomonas maltophila (1-9cfu/0.1ml) biopsy valve: enterococcus faecalis (10cfu/0.1ml), escherichia coli (1-9cfu/0.1ml), stenotrophomonas maltophila (1-9cfu/0.1ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ed flow, using peracetic acid. There was no report of infection associated with this report. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus australia and new zealand. The device was evaluated and confirmed dirt adhered on the device, irregular of air/water feeding and aspiration function, and failure of the instrument channel. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.